Manufacturer narrative:
The device was not returned for evaluation. The lot # is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "maintain unobstructed urine flow and keep the catheter and collection tuber free from kinking." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag tubing had a kink above the urometer. There were no dependent loops. When the kink was found and corrected, 900cc of urine drained.